Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems india private limited (omsi). Omsi checked the device and found that the monitor screen was black due to a failure of the printed circuit board. There were no burn marks or physical damage to the printed circuit board. Olympus medical systems corp. (Omsc) confirmed from the device manufacturing history that the device is a product that complies with the specifications. The reported event is likely caused by deterioration of the printed circuit board, because more than 6 years have passed since the device was manufactured device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the doctor that after connecting the endoscope to the device during preparation for use, when the device was turned on, the endoscope image was black. The doctor was unable to perform the intended procedure. There was no report of patient injury associated with the event. An olympus field service engineer (fse) checked the connection and confirmed that the endoscopic image displayed on the monitor screen was black. When fse checked the endoscope using another video system center, a clear endoscopic image was displayed. Therefore, it turned out that the device was defective.

Manufacturer narrative:
The device is planned to be returned to olympus medical systems (B)(4) but has not been returned yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.